Event description:
A customer has filed a complaint citing that an electromechanical infusion pump is infusing too fast. This event is classified as a possible over delivery. There is no report of injury.